Event description:
Reporter noted problem with drainage bag caused system shut down. This startled the surgeon and he tore the capsule, resulting in anterior vitrectomy and iol implanted in the sulcus.